Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that there was blood in the insulation on the rv lead. Sensing, impedance and capture were all normal the device was removed.